Event description:
It was reported that the reservoir leaked. The blood glucose reading is 105 mg/dl. The reservoir leaked during filling; leak occurred at top of vile and transfer guard. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened or used reservoir. Performed fill test and reservoir failed per specification. Transfer guard needle found to be occluded.